Manufacturer narrative:
(B)(6). A sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6029904 and 5356536. Three samples were received. First had a damaged hemogard shield, and the second and third had missing labels. The shield damage appears to be molding related and the missing labels appear to have been caused by a process interruption during label placement.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was reported to have 2 tubes without labels and one with a damaged cap. There was no injury or medical intervention reported.